Event description:
A doctor reported that during cataract surgery, the system shut down on its own. Instead of the phacoemulsification method as planned, the surgeon performed an extracapsular cataract extraction (ecce) to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).